Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "saline implant popped when filling and the hose detached." The device made contact with the patient. Surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and one curved opening in the radius. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one curved striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening curved striated assessed as surgical damage.

Event description:
Healthcare professional reported "saline implant popped when filling and the hose detached." The device made contact with the patient. Surgery was completed with a back-up device.